Event description:
It was reported that the nurse troubleshooting the arctic sun device that alerted 113 (reduced water temperature control). They stated it was no longer on the patient because the patient was too cold. Guided through draining 500 ml from right side drain port, then testing device in manual control. Device has been sitting unused in the hallway, but the water temperature was 8c when they turned the device on. Water temperature slowly increased to 40c. Advised they could call after hours, and happy to troubleshoot at the time of therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting the arctic sun device that alerted 113 (reduced water temperature control). They stated it was no longer on the patient because the patient was too cold. Guided through draining 500ml from right side drain port, then testing device in manual control. Device has been sitting unused in the hallway, but the water temperature was 8c when they turned the device on. Water temperature slowly increased to 40c. Advised they could call after hours, and happy to troubleshoot at the time of therapy.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. They stated it was no longer on the patient because the patient was too cold. Guided through draining 500ml from right side drain port, then testing device in manual control. Device has been sitting unused in the hallway, but the water temperature was 8c when they turned the device on. Water temperature slowly increased to 40c. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.